Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became frozen on the "fill cannula" load screen, the customer was unable to clear it, and the display screen was unresponsive. Customer's blood glucose was approximately 200 mg/dl. Reportedly, the issue resolved itself and the customer continued to use the pump for insulin therapy.